Manufacturer narrative:
Physio downloaded the device's electronic records from the event for review and was able to verify the reported issue. The reported issue could not be duplicated. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device unexpectedly shuts down when the code summary is turned on. There was no patient use reported with the event.

Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to duplicate the reported issue. Physio replaced the battery contact assembly and battery pins as a precaution. After observing proper device operation through functional and performance testing, the device will be returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device unexpectedly shuts down when the code summary is turned on. There was no patient use reported with the event.